Event description:
The customer reported poor image quality with too much contrast displayed on the system's monitor. No pt injury reported.

Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The functionality of the system was tested and the reported problem could not be duplicated. The rep explained the system's high brightness/contrast option may have been selected. The system then operated as intended and was returned for customer use.